Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The devices were reported for an unknown reason/malfunction. The event did not happen in surgery. Visual analysis of the returned sample revealed that the distal threaded tip of the baseplate inserter rod was found stripped.

Event description:
Additional information was received and stated that during visual examination, the device appeared to be stripped.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the devices were reported for an unknown reason/malfunction. The event did not happen in surgery. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal threaded tip of the baseplate inserter rod was found stripped. The observed condition of the device was consistent with impacting the device off axis and possible before is fully threaded. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would have contributed to a device issue. Based on the investigation findings, potential cause can be traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.